Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the cerebral artery using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician flushed the 3maxc prior to insertion. While advancing the 3maxc through a penumbra system ace 68 reperfusion catheter (ace68), the physician experienced resistance; therefore, the 3maxc was removed. After removal, the physician noticed there was a kink on the 3maxc. The procedure was completed using another 3maxc and the same ace68. There was no report of an adverse effect to the patient.